Manufacturer narrative:
This is one of two events (cardiovascular) for the same pt involving three separate products; associated mdrs # 1225714-2014-05072, 1225714-2014-05073, 1225714-2014-05074, 1225714-2014-05075, 2937457-2014-01179 and 2937457-2014-01180.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on or about (B)(6) 2012 and (B)(6) 2012, after the use of the product.